Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01632.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, while advancing a ruby coil through a non-penumbra microcatheter, no resistance was experienced; however, the ruby coil unintentionally detached inside of the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed and the ruby coil was flushed out. The physician then reinserted the same microcatheter and attempted to advance a new ruby coil; however, the same issue occurred and, the ruby coil unintentionally detached inside of the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed and the ruby coil was flushed out. The procedure was then completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.